Event description:
The customer observed falsely elevated alinity I toxo igg results one sample. The following data was provided: (B)(6) 2023. (B)(6). Initial result = 6.0 ui/ml (reactive), repeat = nonreactive additional laboratory data was provided: toxo igm result = 0.10 index (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-22 has a similar product distributed in the us, list number 7p45-40/45.

Manufacturer narrative:
The complaint investigation for reactive alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 46258be00 and complaint issue. In-house specificity testing of a retained reagent kit of the complaint lot 46258be00 was performed. All controls met specifications and no false reactive results were obtained, indicating that the specificity performance is not negatively impacted. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent for lot 46258be00 was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results one sample. The following data was provided: 06may2023 sid (B)(6) initial result = 6.0 ui/ml (reactive), repeat = nonreactive additional laboratory data was provided: toxo igm result = 0.10 index (nonreactive) no impact to patient management was reported.